Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that an unspecified bd nexiva 22g needle cut through the catheter. The following information was provided by the initial reporter: complaint added to address 22 g nexiva photos and confirmed by verbatim below, but no other details are available about this event. Verbatim: yes, the 22g nexiva on the photo also cut through the catheter. Unfortunately, the packaging was not saved and so I do not know the lot number and so I don¿t have any more information to give you on that specific IV.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed unsealed 22g nexiva units. The photos confirm the needle is piercing through the catheter tubing with media present indicating use. Your reported issue was confirmed. As the unit is observed to have been used, it is unlikely that the damage occurred during manufacturing. Had the defect occurred during manufacturing, the condition of the catheter and needle would render the device unusable. It is likely that the needle and catheter were inserted far enough to access the vessel, after which the needle was retracted and reinserted to puncture the catheter. The IFU(instructions for use) indicate that if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.